Event description:
It was reported that the balloon on the silicone foley catheter would not deflate completely which made it difficult to remove the catheter from the patient. The patient reportedly had to go to the hospital to have the catheter removed. Information on how the balloon was deflated and the catheter removed was unavailable.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. A potential failure mode could be "blocked inflation eye" with a potential root cause of "eye too small.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The product code for this all silicone catheter product is unknown. Therefore, bd is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon on the silicone foley catheter would not deflate completely which made it difficult to remove the catheter from the patient. The patient reportedly had to go to the hospital to have the catheter removed. Information on how the balloon was deflated and the catheter removed was unavailable.